Manufacturer narrative:
Motor error alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to confirm prime or fill anomaly due to motor error alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin squirted out during manual prime. The customer¿s blood glucose was 180 mg/dl at the time of the incident. Customer stated that pump piston continued to move forward after reservoir contact and insulin squirted out. Customer stated that no numbers appeared on screen, no beeps heard. Leaving prime not possible. The insulin pump will be returned for analysis.